Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, and eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that during loading of an IV set into a spectrum pump, he device signaled that the set was fully loaded when it was not. When an IV set was put into load point 2, the device showed that the points 3 and 4 were also loaded. The customer stated that this occurred during testing and there was no pt involvement.